Manufacturer narrative:
The other additional xience sierra is being filed under a separate medwatch report number. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of stenosis is listed in the xience sierra, everolimus eluting coronary stent system (eecss), electronic instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the reported treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2019 the patient presented with atherosclerotic heart disease therefore the 2.50x15mm and 3.0x18mm xience sierra stents were implanted. On (B)(6) 2019 the patient was re-admitted with other cardiovascular symptoms and stenosis of the coronary stent. Percutaneous transluminal and coronary angioplasty was performed, and the final patient outcome is unknown. No additional information was provided.